Event description:
I used the abbott freestyle libre 3 plus it gave numerous false readings for my insulin to use. Blood sugar a1c out of range. I'm a disabled veteran and have been using abbott freestyle libre 3 plus have gotten many false readings and had to use large amounts of insulin due to inaccurate reading and false readings.